Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of air from it was observed. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. One used decontaminated sample was received in plastic bag without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are fully inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not duplicated or confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed.